Manufacturer narrative:
(B)(4). Date sent: 6/24/2016. Batch #unk.

Event description:
It was reported that during a laparoscopic liver resection procedure, tissue pad fell off during activation. Case completed with ligasure. There were no patient consequences reported. Device was discarded.

Manufacturer narrative:
(B)(4).